Manufacturer narrative:
A getinge field service engineer (fse) found the issue, and reported that the 4 screws holding onto the power supply fell off. The current status of the unit is unknown. A supplemental report will be sent if additional information becomes available.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings, investigation conclusions). Corrected fields: h6(medical device - problem). A getinge field service engineer (fse) found the issue, and reported that the 4 screws holding onto the power supply fell off. The screws were reinstalled. The unit passed all functional and safety tests.

Event description:
It was reported during pre-delivery check within by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) had four screws from the power supply fixing part at the bottom of the cart came off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.